Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to open. A field service engineer manually open the drawer and removed the stuck vial to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a mini tray was failed to open. The customer reported that the malfunction occurred when user tried to issue medication to patient, but the user was able to retrieve medications from another mini drawer. There were no adverse events or injuries reported based on this event.